Event description:
It was further reported that vascular access was obtained through the femoral artery. The 50% stenosed lesion was located in a moderately tortuous and moderately calcified artery. The physician attempted to inflate the balloon however; the balloon was unable to hold pressure and did not inflate. The device was removed from the patient intact without any issue and the procedure was completed with a different device. The patient's status is stable.

Manufacturer narrative:
Age at time of event: (B)(6). Event date: (B)(6) 2010 device evaluated by MFR: a visual and microscopic examination of the balloon material revealed a small longitudinal tear. The tear measured approximately 0.25mm in length and was located approximately 2mm distal to the distal edge of the proximal markerband. Further examination of the balloon material and proximal markerband identified no anomalies which could have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during an unspecified procedure the 3.0mm x 20mm maverick 2 balloon "has a hole". No patient complications were reported.

Manufacturer narrative:
(B)(4).